Event description:
It was reported in (B)(6) 2013 that the dccoil did not stay in place even with a magnet of strength no. 4. The patient's implantation incision has well healed and no swelling was observed. Additional information was received on (B)(6) 2014 stating that the patient underwent a skin flap thinning surgery on (B)(6) 2014 due to the ongoing problem of coil attachment. A post-op visit was planned for (B)(6) 2014, but the patient went to the emergency room on (B)(6) 2014 with right sided pain, swelling and redness and got antibiotic treatment prescribed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.